Event description:
Possible broken sensor wire (distal end retained). Patient removed and discarded the proximal segment.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. (B) (4), lot# 5003588.